Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device was unable to resuscitate the patient. No further information was provided.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.